Manufacturer narrative:
The device is still implanted in the patient. The lot numbers were received and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient received an acetabular cup, left side, on (B)(6) 2007. Patient "went back to her doctor and was told that she had elevated cobalt and chromium levels" in her blood. The patient is being monitored and revision surgery is being discussed.